Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a sys diagnostics test indicated high lead impedance. Further investigation indicated that the output current was being delivered during the sys diagnostic test. Normal mode diagnostics were not performed. Due ot the high impedance and the programmed current settings, the generator would most likely not have been able to deliver the intended therapy. The cause of the high impedance is unk. Pt underwent revision surgery during which only the generator was replaced. The generator was returned for prod analysis. No anomalies that could have contributed to the high lead impedance event were identified. Following revision surgery, the lead impedance remained high. It was reported that the pt has "decent seizure control" and there are no plans for revision at this time.

Event description:
The patient underwent a second generator replacement surgery on (B)(6) 2012. At that time, high impedance was again observed. The patient was implanted with a new generator, however, it was indicated that this time, the patient would undergo a lead revision at a later date. The patient was admitted to the hospital for an increase in seizures on (B)(6) 2012 and subsequently underwent a lead replacement on (B)(6) 2012. During the procedure it was noticed that the insulation was separated from the lead wire. The explanted products have not yet been returned to the manufacturer.

Event description:
The explanted products were returned to the manufacturer on (B)(4) 2012. Product analysis on the explanted generator has since been completed. During the analysis, there was no indication from the device that an end of service condition existed. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Product analysis on the lead is underway.

Event description:
Product analysis on the lead was completed on (B)(4) 2012. A break was identified on the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.